Event description:
It was reported that the patient experienced inadequate pain relief and elected to have the device explanted. The doctor reported that the leads were not in an optimal position. Following the explant procedure, the patient outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 3777-60 lot#: v082515008 implanted: (B)(6) 2009 explanted: na; lead model: 3777-60 lot#: v111272001 implanted: (B)(6) 2009 explanted: na; programmer model: 37743 serial#: (B)(4); recharger model: 37752 serial#: (B)(4). Analysis of ins model 37713 serial# (B)(4) showed no significant anomalies. The battery was received in an overdischarged state. After a "physician mode recharge" (pmr), telemetry showed the battery discharged into lock mode on (B)(6) 2010. Analysis of lead model 3777-60 lot#: v082515008 showed the #5 wire was broken at the electrode crimp sleeve. The #0 and #1 wires were broken at the distal end of the #3 electrode. Continuity was acceptable and no short circuits were observed, but open circuits were found due to the broken wires. Analysis of lead model 3777-60 lot#: v111272001 showed no significant anomalies. Continuity was acceptable and no short circuits were observed. (B)(4).